Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a thrombotic lesion located in the heavily calcified, mid right coronary artery. The 2.5x12 mm trek balloon catheter was advanced to the lesion and was inflated for predilatation of the lesion to 12 atmospheres. During the attempt to deflate the balloon, the distal end of the balloon would not deflate fully and remained at 3 atmospheres. The balloon catheter was removed from the patient with the balloon partially inflated. No adverse patient effects were reported. The procedure continued on with the successful placement of a stent. There was no clinically significant delay in the procedure were reported. No additional information was provided.